Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-10568 and 2134265-2016-10569. It was reported that automatic pullback failure occurred. A 240v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, it was noted that the images appeared off the screen and automatic pullback failure occurred. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that the acquisition pc was able to automatically start-up, connect with the image pc and boot to ilab application. No malware was detected on this product. The acquisition pc passed the ilab system functional feature test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that automatic pullback failure occurred. A 240v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, it was noted that the images appeared off the screen and automatic pullback failure occurred. The procedure was completed with another of the same device. No patient complications were reported.